Manufacturer narrative:
Additional information (26-jan-2025): siemens service operations support (sos) concluded the investigation of the event. Sos reviewed the information provided by the customer and the data from the instrument. No reagent or instrument issues were identified. Quality control (qc) recovered within the customer¿s laboratory ranges at the time of the event. Siemens does not have claims on correlation with other analyzers which use an alternate methodology and antibodies for troponin analyte measurement. As the technology used by analyzers were different, there should not be any numerical comparison between the analyzers. The cause of the event is unknown. A potential product issue was not identified. The customer is operational. The device is performing within specifications. No further evaluation is required. In section h6, the investigation finding and investigation conclusion codes were updated. Initial MDR 2517506-2025-00009 was filed on 23-jan-2025.

Manufacturer narrative:
An outside united states (ous) customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding an erroneously elevated loci high-sensitivity troponin I (tnih) patient sample result on a dimension exl 200 integrated chemistry system. Siemens healthcare diagnostics is investigating the event.

Event description:
The customer reported to siemens they obtained one (1) erroneously elevated loci high-sensitivity troponin I (tnih) result on a patient sample on a dimension exl 200 integrated chemistry system. The erroneously elevated result was reported to the physician and questioned. The same sample was reprocessed on a quick test (method unknown). Negative result obtained, considered correct, and reported to the physician. The patient was admitted to the hospital for a half day and discharged without diagnosis. The patient was not treated due to the tnih erroneously elevated result. There are no known reports of adverse health consequences due to the erroneously elevated loci high sensitivity troponin I (tnih) result.